Event description:
It was reported that oversensing was observed on the atrial lead. The device was reprogrammed and no adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).